Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula pulls out of his skin while the tape is still stuck to his skin event on 31-may-2024. No further information available